Manufacturer narrative:
The 3080 sp surgical table was installed at the customer's location in 1993 and is approximately 25 years old. The table is under steris contract agreement for maintenance activities. A third-party service provider performs all maintenance activities. A review of service records indicates that steris has not performed any service activities on the table subject of the reported event. Following the event, the facility relocated the surgical tale to the third-party service provider's inspection area. Steris district service management and technicians have gone to the user facility and made multiple attempts to inspect the facility's surgical table; however, have not been granted access for inspection. During the time of the reported event, user facility personnel stated that the table's batteries were depleted, and the table's ac power cord was plugged in. Although the facility stated the table gave no warning that the battery was running down or depleted, the 3080 sp surgical table is equipped with a power panel led display indicating ac power and battery condition. The 3080 sp surgical table operator manual states on pg. 5-5, "if table is to be operated on battery power, note the following: important: batteries are recharged automatically as long as main power switch is set to on and the ac power is connected to the steris 3080 sp surgical table. The plug icon appears on power panel led display indicating ac power and diode bar battery condition." Additionally, the 3080 sp surgical table operator manual instructs user facility personnel to allow the batteries to charge for 24 hours prior to use of the table's battery power operation. The surgical table's batteries require recharging on a periodic basis depending on the frequency of table use. Low or discharged battery conditions are indicated by the half-filled or empty battery icon on the hand control and the number of green diode bars on the power panel led display. Bi-weekly maintenance should be performed to ensure that the batteries have charged a minimum of 38 hours every two weeks as stated in the operator manual. The 3080 sp surgical table states (section 4.3), "bi-weekly maintenance: note: battery-powered tables should have batteries charged a minimum of 38 hours every two weeks (more often if table usage demands). 1. Charge batteries as outline in section 4.6. 2. Operate each table function. Operation should be smooth and quiet. If it is not, have a qualified technician repair the table. Never permit inexperienced, unqualified persons to attempt to make any repairs to the table." Steris will continue to work with the user facility to ensure the surgical table is operating according to specification before being placed back into service. A steris account manager offered in-service training on the proper use and operation of the surgical table however, user facility personnel have declined this offer.

Event description:
Reference medwatch report mw5076445. No report of injury, procedure delay or cancellation.

Manufacturer narrative:
The table is not under steris contract agreement for maintenance activities. A third-party service provider performs all maintenance activities.